Manufacturer narrative:
D9: device available for eval: unknown e3: occupation - contracts specialist; health professional - unknown . This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a cystoscopy procedure, the tip of the 4.0 fr/70 cm stent included in the 'c-flex double pigtail ureteral stent set' broke inside of patient. Additional information regarding event details has been requested but is not available at this time.

Event description:
Additional information received 02apr2026. The end of the catheter sheared off inadvertently during ureteral catheterization and was over a wire at the time. Around 5cm of the catheter tip was removed when the patient went back to the operating room a few weeks later for a ureteral reimplant that was needed regardless of whether the catheter broke or not.